Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4). On (B)(6) 2017, when the customer turned the device on, the display was faint; it was hard to see everything on the display. Two days later, the display looked the same. At this time the customer changed the batteries and the display was still faint. A display check was performed and the 3 "8"s in the results field looked like 3 "6"s. After completing the display check the display went blank. The customer did not observe any visible damage to the device and the meter had not been dropped. There was no allegation that an adverse event occurred. The device was requested for investigation.

Manufacturer narrative:
The meter was returned. Sections were updated. The printed circuit board is contaminated by liquid which penetrated/corroded the solder contacts. The missing segments were caused due to the liquid contaminating the printed circuit board. The risk of a customer reading a result incorrectly can be excluded since no meaningful number is displayed. The root cause of the issue was due to contamination of the contacts due to improper handling/maintenance.